Event description:
(B)(4). Bloating, occasional hives and skin irritations , bladder problems, menstrual cramps got worse not only when period is due but all the time, bleeding got worse with spotting of dark blood in between periods, headaches/migraines, kidney problems, pelvic pain.